Event description:
This customer reported that the screen went blank while the device was in use on a pt. The device continued to record for the entire event. A backup defibrillator was used for the pt. Although treatment was delayed for 2-3 minutes, there was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported that the screen went blank while the device was in use on a pt. The device continued to record for the entire event. A backup defibrillator was used for the pt. Although treatment was delayed for 2-3 minutes, there was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.